Manufacturer narrative:
The date for when the device was returned to the external manufacturer is unknown. Product analysis summary console was returned for further analysis. Analysis revealed that the console was unable to boot up after power on. The unit was found to be damaged in multiple areas. The ide cable was not fully inserted into the hard drive, possibly due to damage to unit. The hard drive cable was replugged and all damaged / defective parts were replaced. The console passed all tests and functioned properly. The complaint was confirmed.

Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure performed two days prior. According to the complainant, the prolieve console had a "turn on" system failure and would not get past boot up screen no patient complications were reported.